Event description:
It was reported that patient received line blocked alarm while sleeping. Thus, patient changed the cassette, tubing and observed droplets coming from the tubing and needle meet on the connector of cleo infusion set. Patient replaced tubing and reprimed it. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.